Event description:
Boston scientific received information that this device battery indicators showed premature depletion and noise on the right ventricular (rv) lead. As a result a memory analysis was performed where boston scientific technical services (ts) suggested a malfunction and explant was needed to ensure critical therapy. The device was explanted and replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection noted that there were tool markings found on the device case and the battery status was at beginning of life (bol). The device passed manual electrical testing. The device case was removed for further analysis and the device coding was re-loaded. Current measurements oted 10.9 uamps at 2.5v pacing amplitude and 13.5 uamps at 3.5v pacing amplitude. Additionally, the device was heated to 37ºc for two days while pacing into 500 ohms. The current drain remained normal. The cause of the premature depletion could not be determined as the hybrid began to operate normally during analysis.

Manufacturer narrative:
The device is currently undergoing analysis. Once analysis is complete this report will be updated.